Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained oversensing due to crosstalk were observed during routine follow up in clinic. Programming changes were made. Patient will continue to be monitored.